Event description:
An email was received: mw5178128, it was reported that the patient was reported to have experienced technical issues with the machine, with an alarm indicating a downstream occlusion that had started the previous night. Batteries had been changed, the cassette had been checked, and the tubing between the pump had been inspected for kinks or closed clamps. The tubing had been ensured to be seated correctly in the pump. It was not confirmed whether medication had been delivered properly for the past 10 hours. The pump was stated to have been infusing at the time, but the alarm had continued to recur.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review (shr) was unable to be performed as no serial number was provided.